Manufacturer narrative:
The device manufacture date of the overhead tube suspension is 08/25/2010.

Event description:
It was reported that the overhead tube suspension (ots) was driven to collide with a beam, causing the collimator to detach and fall approximately twelve inches until it was caught by its cabling. There was no injury reported. A ge field service engineer was called to the site and corrected the issue by reattaching the collimator. The system then passed functional testing. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.